Manufacturer narrative:
H6- device code 2017 clarifier: failure to follow steps/instructions. Analysis was performed on the returned device. The reported positioning problem could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported delayed activation with the plunger was confirmed based on the returned device condition. The reported break could not be confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Although ultrasound was performed with no reported calcification visible at the access site, it was also reported that the device caught on an area of small plaque. It should be noted that the starclose instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. In this case, the plaque/ calcification appears to have contributed to the reported positioning problem. The reported positioning problem appears to be related to interaction with the patient plaque. The reported break ¿when trying to engage step 2 again, the safety release button had jammed inside of the device causing the device to become unusable (unable to redeploy wings)¿ appears to be related to the safety release mechanism pushed into the handle body when releasing the vessel locator wings. The reported delayed activation with the plunger appears to be related to a device angle changed during depression of the plunger such that garage leaves interacted with flex-guide and sheath. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after a tibial angioplasty interventional procedure using a 6f sheath. Reportedly, when performing step 2, deploying the vessel locator wings and initiating sheath splitting, the device caught on an area of "small plaque" [positioning issue]. The safety release button was pushed to release the thumb advancer and it was going to be redeployed once it was clear of plaque. However, when the safety release button was pushed down it went inside of the device. When trying to engage step 2 again, the safety release button had jammed inside of the device causing the device to become unusable [unable to redeploy wings]. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.